Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer (fse) investigated the ventilator on site and confirmed the failure of the internal leakage, as well as the failure of the pressure transducer and the patient circuit test. Fse resolved the issue by replacing the inspiratory/expiratory pressure transducer printed circuit board (pcb). A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The replaced pcb was not returned for investigation. Therefore, the root cause to the reported issue could not be established by this investigation.